Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The old version power switch was still installed on the subject device and was malfunctioning. Additionally, a faulty patient board set was found and causing no image to appear with most 180 and 190 series scopes. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power switch on his olympus evis exera iii video system center was malfunctioning during maintenance. According to the initial reporter, the switch had to be held in for the unit to stay powered on. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied and the number of times exceeding the expected value. There has since been a design change to prevent recurrence. However, the definitive root cause of the image failure and power switch damage could not be determined. Olympus will continue to monitor field performance for this device.